Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the rear response button cable was damaged at the connector end. The cause of the inability to activate the device is the damaged response button cable. The root cause of the damaged response button cable cannot be positively identified. No adverse event resulted from the defective response button connector. The pt received a replacement monitor.